Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction (mi) is considered to be a permanent impairment. Device issue: no device malfunction has been reported. It was reported via a trial that during the clinical study index procedure, a 2.5 x 23 mm xience v stent was deployed in the distal circumflex and a 2.5 x 28 mm xience v stent was deployed in the proximal circumflex. There were no reported issues during the procedure. However, the patient was found to have elevated cardiac enzymes without chest pain, which resolved the next day with no reported treatment. There was prolonged hospitalization. On 8/13/2009, this event was adjudicated as a non q-wave mi caused by the target vessel. No additional event or patient information is available.

Manufacturer narrative:
Elevated cardiac enzymes can occur as a result of many things including from a normal pci procedure, possibly as a result of the balloon inflation restricting blood flow in the vessel. Mi in the IFU, is a known adverse event associated with coronary stenting. Additionally, mi, elevated cardiac enzymes, and hospitalization are listed in risk assessment as no-fault post-procedure complications. It is possible that the elevated cardiac enzymes are a secondary effect of the mi, in which the patient was hospitalized, although a conclusive cause cannot be determine. The 2.5 x 28 mm xience v is being reported under this MDR #.